Event description:
It was reported that the physician was unable to aspirate from the pt's catheter. A catheter dye study was done to check catheter patency. The pt's catheter was replaced as well as the pump due to avoid normal battery depletion on the pump. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine and fentanyl.

Manufacturer narrative:
(B) (4) - the pump and catheter have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is completed.